Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown.

Event description:
Doctor reports that implant xifnt413 stripped and was removed. Tooth location # 9.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: . H6: method code was updated to 3331 and 4109. H6: results code was updated to 213. H6: conclusions code was updated to 4310. H10: narrative/data was updated. The reported device was received for evaluation attached to an unknown removal tool. The reported condition of a stripped implant was not confirmed. Visual evaluation of the as returned product identified signs of wear from use around the implant threads. The drive feature could not be inspected, as the removal tool is wedged into the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined this MDR was not filed under the current MFR number. This event will be reported on 0001038806 -2021-00108.

Event description:
No additional or corrected information to report.